Event description:
An endeavor resolute rx drug-eluting stent, length 24mm, diameter 2.75mm, was intended to treat a 90% stenosed lesion in a pt. It was reported that the device did not cross the lesion and the resolute stent became deformed. No pt injury occurred and no clinical sequelae have been reported. Neither the device nor a cd of procedural images have been received for eval by medtronic.

Manufacturer narrative:
(B)(4)stent deformed during procedure. Results and conclusions: stent deformation. 90% stenosed.